Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this brady lead was not implanted successfully due helix was damaged.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however the product was discarded. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this brady lead was not implanted successfully due helix was damaged.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.